Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt281414j/13398489) as part of an endovascular aortic repair. On an unknown date in (B)(6) 2017, follow-up imaging reportedly revealed what was thought to be a proximal type I with aneurysm enlargement less than 5 mm. On (B)(6) 2017, a re-intervention procedure was performed whereby two excluder® aortic extender components were implanted proximally to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.